Event description:
It was reported that during a prostate procedure, the ¿fiber head of 2 fibers heated in the patient¿. The procedure was completed using a third fiber @ 519,000 joules of use and 1 hour 4 minutes of time expended. Patient outcome: "no damaged to the patient". This report is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; he glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).